Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013, to report that upon removal of sensor on the same day due to discomfort, the sensor wire was not visible on the underside of sensor pod. There is no portion of the wire visible at insertion site. Patient's mother does not believe the wire is under the patient's skin. At the time of her call to technical support, patient's mother reported that patient's discomfort had subsided, and patient is in fine condition.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.